Event description:
The nurse reported particles were noted entering the eye during phaco. The surgeon was able to remove most of the particles from the patient's eye. The surgeon does not suspect any alcon product as causing this event, but implied that the cleaning/sterilizing process at the facility is suspected. The nurse stated the handpieces are immediately flushed 3 times with a 30cc syringe (not the recommended 120cc) of sterile water after each surgery. They do not use detergents or enzymatic cleaners. The handpieces are flash sterilized between cases and are wrap autoclaved at the end of each day. The surgeon stated the patient had a normal post-op exam with only corneal folds noted. The surgeon stated there was possibly one white particle behind the iol but he didn't dilate the patient to confirm the particle in the eye.

Manufacturer narrative:
The nurse stated she will send in the phaco handpiece, bss bottle, and cassette for evaluation. The company sales representative will review with the customer the appropriate cleaning and sterilization per the direction for use (dfu). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 06/05/2009.